Manufacturer narrative:
Insert was tested on a cavitron g-136 unit. Verified water flow and vibration. Also insert was visually inspected. The tip is clogged and for this reason it tends to get hot because there is not enough water flow to keep the tip cool.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 30k fsi-pwr-10 insert, the insert was getting hot; no injury resulted.